Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. The pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Date of initial report sent: 08/20/2012. Note: this report corresponds with bard's report #(B)(4) for a "pelvicol". Additional info from the importer report: date of report: (B)(4) 2012; device info: pelvicol acellular collagen matrix; MFR name: tissue science laboratories, (B)(4); device expiration date - 09/30/2006; (B)(6).